Event description:
Pt presented for elective aneurysm coiling procedure to treat left carotid artary aneurysm - prost-procedure of second coil, the coil dislodges and blocked the internal carotid artery. Despite attempts to retrieve/snare the coil, it was unable to be moved. Pt experienced a subarachnoid hemorrhage. Expired on 5/12/2005.